Event description:
It was reported that the ventilator would intermittently not power on. Shortly after the ventilator does power on, it shuts off. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator would not power on with the internal battery. When the ventilator was plugged in with an ac adapter, the ventilator displayed amber for the charge status. After several hours of charging, the charge status led displayed a solid green. The ventilator had failed the battery duration test from ltv service manual. The internal battery was replaced to correct the reported problem.